Manufacturer narrative:
H3: product ID: 97755-s, serial# (B)(6), and product type: recharger was returned and the analysis results shows that the complaint was unable to be verified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reports that when charging implantable neurostimulator (ins) the recharger telemetry module (rtm) gets extremely hot. They said if they take a break from charging then start it again, they can then finish the charging. Pt mentioned they originally had this issue about 3 months after the implant, then it stopped, then it happened again towards the end of that year, then it stopped until about 4 months ago. Pt said last night the rtm was extremely hot. Pt says other than that it was working fine, and they love it. Pt doesn't have equipment with them but will call back tomorrow with rtm serial number so patient and technical services (pats) can get a replacement sent out. Patient called back with recharger serial number for replacement. A replacement rtm was sent out.

Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial#: (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.